Manufacturer narrative:
No product was received for evaluation. The customer reported having the set with the broken tubing but did not send due to the set having blood in the tubing. Retain product from lot cf1036401 was evaluated. The product performed as intended with no occlusions or leaks found. This complaint could not be confirmed. No conclusions can be drawn.

Event description:
Customer reported that one set was occluded and could not be primed manually or using the pump and also had one set where the tubing broke at the filter connection. Total parental nutrition was being used. No patient injury reported.